Event description:
It was reported that a signal artifact monitor (sam) event was observed for this implantable cardioverter defibrillator (ICD), due to ventricular oversensing of atrial signals in ventricular fibrillation (vf) pattern. The right atrial (ra) lead exhibited loss of capture (loc), noise and oversensing resulting in inappropriate atrial tachy response (atr) episodes. An alert for high out of range pace impedance measurements was observed in addition. It was noted this patient was lying in bed at the time. Technical services (ts) discussed possible issues including a connection issue and that there was a possible ra lead issue. Ts recommended obtaining a chest x ray. This ICD and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction from complaint summary field from: it was reported that this right atrial (ra) lead exhibited loss of capture (loc), noise and oversensing resulting in inappropriate atrial tachy response (atr) episodes. An alert for high out of range pace impedance measurements was observed. It was noted this patient was lying in bed at the time. Technical services (ts) discussed possible issues including a connection issue and that there was a lead issue. Ts recommended obtaining a chest x ray. This ra lead remains in service. No adverse patient effects were reported. To: it was reported that a signal artifact monitor (sam) event was observed for this implantable cardioverter defibrillator (ICD), due to ventricular oversensing of atrial signals in ventricular fibrillation (vf) pattern. The right atrial (ra) lead exhibited loss of capture (loc), noise and oversensing resulting in inappropriate atrial tachy response (atr) episodes. An alert for high out of range pace impedance measurements was observed in addition. It was noted this patient was lying in bed at the time. Technical services (ts) discussed possible issues including a connection issue and that there was a possible ra lead issue. Ts recommended obtaining a chest x ray. This ICD and ra lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that a signal artifact monitor (sam) event was observed for this implantable cardioverter defibrillator (ICD), due to ventricular oversensing of atrial signals in ventricular fibrillation (vf) pattern. The right atrial (ra) lead exhibited loss of capture (loc), noise and oversensing resulting in inappropriate atrial tachy response (atr) episodes. An alert for high out of range pace impedance measurements was observed in addition. It was noted this patient was lying in bed at the time. Technical services (ts) discussed possible issues including a connection issue and that there was a possible ra lead issue. Ts recommended obtaining a chest x ray. This ICD and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc), noise and oversensing resulting in inappropriate atrial tachy response (atr) episodes. An alert for high out of range pace impedance measurements was observed. It was noted this patient was lying in bed at the time. Technical services (ts) discussed possible issues including a connection issue and that there was a lead issue. Ts recommended obtaining a chest x ray. This ra lead remains in service. No adverse patient effects were reported.